Manufacturer narrative:
Concomitant medical products: model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had developed a fracture. At the lead revision procedure an interrogation indicted rising threshold and rising impedance levels. Additionally, it was noted that the physician had difficulty advancing the stylet down the lead lumen and the physician suspected clavicular crush. The lead was extracted and replaced. No patient complications have been reported as a result of this event.